Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the lps insert was placed in the mbt tray and femoral s-rom hinge component, and the knee put through a range of motion, the metal post piece separated from the poly plastic piece. With the component removed, the surgeon was able to "snap" the two pieces back together. A second attempt was made, and once again the lps insert separated into two pieces. Once again the surgeon snapped them back together, but this time removed some soft tissue and hardened cement from the posterior aspect of the knee. On the third attempt and with the patella reduced, the component was stable and deemed acceptable to the surgeon.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product/lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.